Event description:
It was reported that an electrical reset occurred. The patient is receiving radiation therapy. Previous experience on this device includes invalid data on cardiac compass. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.